Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument associated with this complaint and completed investigations. Visual inspection of the permanent cautery hook (pch) instrument was found to have the pitch cable broken. Also, the broken cable segment that contains the crimp was missing from clevis. The root cause of this failure was attributed to a component failure and related to device design. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or procedure video provided for review. A review of the instrument log for permanent cautery spatula (part 470184-13/n10201117-0066) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2021 on system sk4248, with 9 uses remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the permanent cautery spatula instrument had a broken cable and there was also a disc missing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to request additional information. However, no further details could be provided by the customer.